Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the cable on the fenestrated bipolar forceps instrument was noted to be broken. There was no report of fragment(s) from the instrument falling into the patient and there was no report of any patient harm, adverse outcome or injury.